Event description:
The customer reported that the monitor did not sound a red alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor did not sound a red alarm. No pt harm was reported. The hospital biomedical technician tested the monitor and it passed all testing. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.